Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm. The device then delivered two shocks. Following the first shock the rhythm deteriorated into a ventricular fibrillation. Undersensing was noted due to morphology of the vf of this patient. The second shock successfully converted the rhythm. Additionally, the patient experienced syncope event during vf. Technical services (ts) discussed and recommended programming modification. No adverse patient effects were reported. This product remains in-service. No additional adverse patient effects were reported. This device system remains in service.